Event description:
Reportedly, an edwards aortic valve on unknown model, 21mm was explanted after a 7 to 9 year implant duration due to echo. Showed calcification. No echo. Available due to hospital will not release due to no patient release authorization is filed. No additional information is available at this time.

Event description:
Surgeon indicated that knee interpositional device was explanted and pt was revised to a tkr.

Manufacturer narrative:
Heavy calcification is detected in the cusp area of leaflet 1, but moderate to heavy in the cusp area of leaflets 2 and 3. The free margin of leaflet 1 exhibits moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice, at both aspects, by the greatest point of 2mm. Host tissue is also minimal at the stent inflow and stent outflow. The x-ray demonstrates calcification. (2800, 21mm- caliper).the device history record (DHR) review was not possible due to no device serial number/lot number was provided.

Event description:
The company sales representative reported the ventilator cart was being wheeled out of a facility when the rear caster wheel broke off. The sales representative reported the rod that supports the wheel broke off and the ventilator fell to the ground. The cart is being returned to the factory for failure analysis. The ventilator and cart were not in use on a patient at the time of the reported event, therefore there was no patient harm or involvement.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. The device history record (DHR) review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.